Event description:
During balloon angioplasty of a stented area of the cephalic vein a 6 mm balloon ruptured in the vessel. The balloon was not able to be pulled back from the stented area. Using steady traction the catheter was removed but resulted in fracture of the tip of the catheter. Attempts were made to snare the retained material via the subclavian vein via the femoral vein. The retained material embolized into the left pulmonary arterial sys. Discharged in stable condition.